Event description:
Related manufacturer reference number: 3006705815-2022-17769. It was reported the patients leads migrated, confirmed via x-ray, preventing the system from entering MRI mode and causing ineffective stimulation. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention had been undertaken on (B)(6) 2022 wherein only one lead was explanted and replaced, as only one lead had migrated. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Corrected b5 to report only one lead was replaced.